Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the ¿nsl¿ and marionette lines with 2 ml of juvéderm vollure¿ xc. 6 days later, the patient experienced ¿nodules, severe swelling and inflammation when flying at the injection site, and the product felt as if it moved around¿. The patient was treated with hyaluronidase 8 days after the symptoms first appeared, again 1.5 weeks later, again 2 weeks later, and again over 2 weeks later. The symptoms have resolved.